Event description:
The customer reported that the heartstart mrx defibrillator intermittently failed the operational check and, the status log showed charge shock failures. There was no patient involvement.

Manufacturer narrative:
(B)(4).